Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported error code 255-32784-275 was to make sure that 8015 connected to ac power prior to connecting to system maintenance. The customer was advised to follow the recommendation.

Event description:
It was reported that the device had error code 255-32784-275. There was no patient involvement.